Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: d10. Investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, quality control data, and specifications. One open device and two unopened devices were returned for investigation. The returned packaging confirms lot number 9510327. Inspection of the returned open device noted the device was returned with handle and the basket formation in the closed position. The male luer lock adapter (mlla) is finger tight. The collet knob is tight and secure. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. Visual examination revealed a kink in the basket sheath located 38.2 cm from the distal tip. The support sheath is bowed in appearance. Functional testing determined the handle actuates the basket formation to the open and closed positions. A review of the device history record for lot 9510327 found no non-conformances related to the reported failure mode. A review of complaint history records shows one other complaint from the same customer associated with complaint device lot 9510327. The other complaint was not related. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned used device was found to function properly, the basket fully opened and closed when the handle was functioned. The complaint could not be confirmed. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new event information received since the last report was submitted.

Manufacturer narrative:
Concomitant medical products: flex x by storz. Occupation: operating room coordinator. PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a laser lithotripsy with stone extraction procedure in the kidney, the ngage nitinol stone extractor basket would not fully close with the stone. Therefore, the stone could not be pulled back through the scope. They were able to release the stone and pull the basket out. The procedure was successfully completed with another device from a different lot. No additional procedures were required and there were no adverse effects to the patient as a result of this occurrence. Patient demographics were requested; however, customer has advised that no patient information will be provided.